Manufacturer narrative:
This lead was explanted (B)(6) 2021. Upon extraction, two areas of externalization of wire noted in pocket and just proximal to svc coil. Upon receipt, the lead under complaint was found cut approx. 11.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis. In between an approximately 8 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple abrasion marks along the lead body. In particular between 33 cm and 31.5 cm proximal to the lead tip the insulation was found rubbed through which most likely resulted from interaction with another implanted lead such as a nearby lead. Additionally the insulation was rubbed through between 14 cm and 9 cm proximal to the lead tip and the conductor cable to the ring electrode was exposed in this region. The conductor cable to the ring electrode was found fractured 13 cm proximal to the lead tip. This damage can be considered the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues during the implantation time of 9 years should be taken into consideration. Diagnostic images clarifying this assumption were not available. Furthermore the analysis revealed multiple extraction damages. The yoke showed a torn of the insulation. The conductor cable to the svc shock coil was pulled out of its lumen in the region between 33 cm and 31.5 cm proximal to the lead tip. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted (B)(6) 2021. Upon extraction, two areas of externalization of wire noted in pocket and just proximal to svc coil. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring reported noise on this rv lead and impedances out of range. The patient was brought in and the noise was not able to be reproduced but it can be seen on a real-time iegm. This lead remains implanted.